Event description:
A baxter complaint coordinator reported that approximately 3 hours into hemodialysis treatment, system 1000 machine went in alarm mode. The nurse saw blood on the machine and on the floor at the time she responded to the alarm. A crack on the top of the welding level in the venous pump segment of the blood line was noted. As a result of that, the patient was disconnected from the machine 15 minutes prior to his prescribed time and had 500g above his target weight. The estimated blood loss reported by the nurse was 200ml. The following treatment parameters were reported by the facility: blood flow rate 130ml/min. Transmembrane pressure (tmp) -11. Arterial pressure -140. Venous pressure 160. The expected weight loss was 3.6kg, but the actual weight loss was 2.8kg. No further patient injury or medical intervention was reported, except the amount of blood loss.